Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified diagnostic procedure, the tip of the device broke off. It is unknown if the tip of the device fell inside the patient. The intended procedure was completed using another similar device. There was no patient injury reported. No additional information has been provided. Olympus followed up with user facility to obtain additional information regarding the reported event via email and in writing but, with no results.